Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia device during fill/dwell three of five of peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. During troubleshooting, it was reported that a leak at the connection of the amia cycler set and solution bag; the line was tightly connected to the bag. Renal therapy services (rts) reviewed proper procedures per the user manual and advised the patient to notify the pd nurse regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.